Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced sample leakage. The following information was provided by the initial reporter. The customer stated: does the issue happen on every needle from the lot? No, only in 10-15% of the needles. Is a sample of the affected product available to be send back for quality investigation? Yes does the needle fell apart at some point during workflow? No, only leaking on the blue part, and sometimes it simply is no collecting any blood even after inserting the needle correctly and connecting to the tube. Abd wingset, has been "leaking where the needle connects to the blue plastic portion."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced sample leakage. The following information was provided by the initial reporter. The customer stated: does the issue happen on every needle from the lot? No, only in 10-15% of the needles. Is a sample of the affected product available to be send back for quality investigation? Yes does the needle fell apart at some point during workflow? No, only leaking on the blue part, and sometimes it simply is no collecting any blood even after inserting the needle correctly and connecting to the tube. Abd wingset, has been "leaking where the needle connects to the blue plastic portion."

Manufacturer narrative:
Investigation summary: bd received 95 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for leakage with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
H.6. Investigation summary: mat: 367324. Lot: 1302818. Bd received 95 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for leakage with the incident lot was not observed as all product specifications were met. Additional testing was performed on 55 of the 95 returned units. The sample from the open packaging was included in the testing. The needle tip was sealed off and the device was submerged in water. A 10ml syringe was used to pressurize the device with air, but no leaks were observed in the device under sustained pressure. The device was removed from the water and filled with 2-3 ml of water in order to visibly show air being pulled into the syringe. With the needle tip sealed off and the syringe attached to the connector, the syringe plunger was retracted to create a vacuum in the device and, no air was pulled through the device into the syringe. No leaks were observed in the tested units. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced sample leakage. The following information was provided by the initial reporter. The customer stated: does the issue happen on every needle from the lot? No, only in 10-15% of the needles. Is a sample of the affected product available to be send back for quality investigation? Yes does the needle fell apart at some point during workflow? No, only leaking on the blue part, and sometimes it simply is no collecting any blood even after inserting the needle correctly and connecting to the tube. Abd wingset, has been "leaking where the needle connects to the blue plastic portion."